Event description:
It was reported that the patient felt a shocking or jolting sensation at the pocket site of the implantable neurostimulator (ins) at the beginning of an MRI. The physician wanted to take the inss out the day of this report because the patient had suffered a stroke. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).